Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the pump¿s battery compartment was cracked. The patient reported he noticed the cracked battery compartment one week before contacting animas. The patient informed the animas representative that as a result of the alleged issue the battery cap would come loose and the pump would power off. On an unspecified day/time, the patient reported developing an elevated blood glucose (bg) in the 200¿s mg/dl with symptoms of mild increased thirst. The patient reported he would secure the battery cap and bolus via the pump in response to elevated bg. At the time of troubleshooting, the patient denied any trauma to the pump. There is no indication that the alleged meter issue caused and/or contributed to an adverse event. The patient¿s reported bg reading and symptom do not meet animas¿ criteria of a serious injury. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: the battery compartment was observed to be cracked from the threads to the bottom of the finger pad grip. The display screen was observed to be dim and reddish in color. The clip insert in the back of the pump was observed to be broken on the right side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.